Event description:
A consumer called to inform us that she had received blisters on her lower back while using a heating pad. She stated that wires on the cord were exposed prior to this incident, and the product caught on fire at the cord. Medical attention was received for her injuries, as the pt was already in the hosp when the injury occurred. There were no further complications from this incident, and the pt is doing well now.